Event description:
It was reported that the customer experienced a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it remained below 500 mg/dl. Customer received assistance from technical support to reset the pump and was instructed to call back if the issue reoccurs. The customer was informed that they may continue to use the pump and acknowledged the instructions provided.